Event description:
Healthcare professional reported injecting a patient in the cheeks and below the tear trough with 0.7 cc juvéderm® voluma¿ with lidocaine. The patient reported ¿pain¿ and within minutes, the healthcare professional noted ¿under eye bruising.¿ a ¿vascular occlusion¿ was reported. Heat was quickly applied, the patient was massaged, and 200 units of hyaluronidase were given. The bruising went away, but the area ¿looks like a deflated balloon,¿ causing the patient to be ¿unhappy.¿ event resolved that day.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.